Manufacturer narrative:
G2 country: australia h3 device evaluation: analysis of the implantable neurostimulator (ins) found no significant anomalies. It was noted that the ins had reached normal end of life okay telemetry and no output due to having reached end of service (eos). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H7: please note that there is no recall associated with this event or remedial action. The "recall" selection was made due to a limitation of the manufacturer's reporting interface that required selection for submission. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a vanta system implanted (B)(6) 2022. They used differential target multiplexed (dtm) endurance programming initially around 2-2.5 ma. After a few unsuccessful programming sessions, the system was increased to around 4.0ma. This was the only level the patient felt therapeutic benefit to his areas of pain. The patient didn't have a trial and his physician asked for this type of programming for his pain. It was possible that the patient has increased their stimulation further at home. The manufacturer representative (rep) was contacted by the patient the week of (B)(6) 2024 regarding their implantable neurostimulator (ins) displaying an elective replacement indicator (eri) message that indicated there was less than three months left. It was noted rapid discharge was reported. The rep was unable to find any issues with the leads or programming. Cycling had also been used since (B)(6) 2023. Two of the programs had been turned up to 5.0 ma. The rep adjusted them back to the 3-3.5 range- where the patient still felt benefit. The system had been working well by reducing the patients chronic back pain by 60-70%. The stimulation usage report showed stimulation was used for 100% of the time over the last 30 days. From the pictures the rep shared, the impression was made that both at the beginning and at the end of the interrogation the vanta had reached out of regulation (oor). It was noted that this strongly suggested that the stimulation settings were pretty high, which had a negative impact on the battery longevity. Assuming the settings and impedances stayed the same and the ins was used 24 hours/day, the battery longevity was estimated as following: impedance values: less 600 ohms= 1years 10months; between 600-1200 ohms = 1 years 5 months; more than 1200 ohms = 1 year. Additional information received reported the patient initially had dtm endurance programmed at around 3.0ma. This provided no pain relief at all. The healthcare provider (hcp) didn¿t trial the system; he used a full implant without the manufacturer and hcp being confident of the level of intensity required for the patient to receive pain relief for his back pain. The patient was reprogrammed several times and although they were provided settings around 3-3.5ma, he required 5.0ma + for any pain relief at all. The actions taken to resolve the issue were that the manufacturer representative (rep) had met with the patient twice (both in (B)(6) 2023) to alter programming to use less power. As of (B)(6) 2023, the patient had cycling activated to extend battery life as much as possible. The battery was to expire in three months or so. It was noted that this was a problem, as the patient was expecting 5-6 years use with the system before a new battery was required. It was stated that the ins experienced premature battery depletion and was showing eri. The ins was replaced with the same device model on (B)(6) 2023.